Manufacturer narrative:
Aware date used as event date is unknown.

Event description:
It was reported the pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted. A couple of weeks post-implant, the patient presented with a pe and cardiac tamponade. The patient was admitted to the hospital and a pericardiocentesis was performed. The patient has been discharged and is doing well.

Event description:
It was reported the pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted. A couple of weeks post-implant, the patient presented with a pe and cardiac tamponade. The patient was admitted to the hospital and a pericardiocentesis was performed. The patient has been discharged and is doing well. It was further reported that the patient additionally had a pe at the time of the implant procedure which required no intervention.

Manufacturer narrative:
B5: additional information added.

Manufacturer narrative:
B3: event date updated with exact date. B3: aware date used as event date is unknown.

Event description:
It was reported the pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted. A couple of weeks post-implant, the patient presented with a pe and cardiac tamponade. The patient was admitted to the hospital and a pericardiocentesis was performed. The patient has been discharged and is doing well.